Manufacturer narrative:
B:5 additional information received; it was reported as per the physician the stroke the patient experienced was thought to be procedure related and not device related. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; physician-modified stent graft for total endovascular aortic arch repair. Queiroz ab, lopes jb, marcos vc, santos hm, fidelis rjr, de araújo filho js, passos lcs. Annals of vascular surgery. 2021 jan 15:s0890-5096(20)31026-8. Doi: 10.1016/j.avsg.2020.10.038. If information is provided in the future, a supplemental report will be issued.

Event description:
A fenestrated 31 x 90mm valiant navion stent graft was implanted in the endovascular treatment of lobulated saccular aneurysm in the anterior portion of the thoracic aortic arch, close to the lesser curvature. A type I bovine aortic arch with only 2 supra-aortic branches was also present. The stent graft was implanted successfully and a final angiography was performed, which demonstrated the patency of the supra-aortic vessels and no endoleak. Post-operatively the patient presented with left arm paresis and a minor stroke was confirmed by computed tomography. The patient was discharged on the third postoperative day, and the paresis regressed. A contrast-enhanced cta performed at 3 months showed patency of the supra-aortic arteries and no endoleak was present. No additional clinical sequalae were provided and the patient will be monitored.